Event description:
It was reported post implant of the right ventricular (rv) lead, that the lead exhibited bipolar lead impedance.  The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.